Event description:
Physician reported, right side "possible deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid blood/ leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: b5, d6b, h6.